Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).

Event description:
A consumer reported that approximately 18 months following bilateral intraocular lens (iol) implant surgeries, an operation was performed to remove an acoustic neuroma at which time the balance nerve was severed and the hearing and facial nerves "badly squashed". The consumer stated that hearing was lost in the left ear, the left side of face dropped, and left eye gets dry and achy "a bit". The consumer stated that eye drops are used every few days. Immediately after the operation (removal of neuroma), the consumer developed disequilibrium and vestibulo-ocular reflex. Also, "some months" after the operation, the consumer stated that the description of oscillopsia aptly describes what is happening in eyes; and that while it never goes away, it can improve quite considerably until some external factor sets off the dizziness and "jumping vision". The consumer also reported experiencing flashes, floaters, and unexplained pressure (fluctuating) in the left eye. The consumer was wondering if the lenses may be contributing to issues as this situation has been ongoing for three years with varying degrees [of severity]. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.